Manufacturer narrative:
Investigation of this event showed that qc results using the same lot of slides and control fluids were acceptable on an alternate analyzer. A field engineer visually determined the incubator needed cleaning. Following cleaning of the incubator and replacement of incubator pressure pads and tunnel pad, acceptable precision and qc results were obtained. The root cause of the event was instrument-related.

Event description:
A customer observed imprecise amon qc results on the vitros 950 analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.